Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer required assistance from paramedics who provided glucose gel. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.